Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event: pc tear. Malfunction: system has more aspiration than before. A surgeon reports a posterior capsule tear occurred during irrigation and aspiration - capsule polishing. The surgeon indicated he felt that after the new software version was installed, the system has more aspiration. Add'l info has been requested.